Manufacturer narrative:
Batch review performed on 17 october 2019. Lot 174737: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 3 similar reported event. Another device involved in the event: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452). Batch review performed on 17 october 2019. Lot 173396: (B)(4) items manufactured and released on 21-jun-2017. Expiration date: 2022-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 4 other similar reported event.

Event description:
On (B)(6) 2019 the patient had a hematoma removal and joint irrigation. On (B)(6) 2019, he luxated his shoulder and was repositioned under anesthesia . Three days after, on (B)(6) 2019, the patient luxated again. So 12 days after primary, on (B)(6) 2019, glenosphere and liner were revised with glenosphere 42 and inlay 42/+6.